Manufacturer narrative:
E1: initial reporter fax: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during third inflation, the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient complications. Patient was in good condition.